Event description:
Patient presented to the physician with ipg movement causing pain. Physician brought the patient into the or and observed that the sutures were intact. Physician cut the anchoring sutures and resecured the ipg in the pocket.